Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan in 2008 and alleged that her one touch ultra meter was displaying an error message. The medical affairs specialist (mas) called and spoke with the pt on march 5, 2008 and obtained additional info. The pt informed the mas that she has had the error message issue "off and on for about a month now" (exact date/time not provided). She also stated that she tests her blood glucose 4 time/day and is on an insulin regimen with humalin 70/30 (set amount and sliding scale--dosage not provided). She also mentioned that she could not recall which error message she was getting and had not been able to test her blood glucose since the morning of one day prior to original date. On original date, the patient attempted to test her blood glucose in the morning and obtained an error message. She took her set amount of insulin, but also took 4 extra units since she did not know what her blood glucose level was. She was not experiencing any symptoms at that time. She then ate her normal breakfast and around 10:00 am, she started experiencing symptoms of being shaky and having a fast heart rate. She treated self with orange juice and felt better. The patient did not receive/require any medical intervention. At the time of troubleshooting, it was verified that this was not a new product. The patient was walked through resolving the issue. This complaint is being reported because the patient claimed she took additional insulin due to the alleged issue and then experienced symptoms that can be suggestive of hypoglycemia. She treated self and felt better. Replacement products were sent to the lay user/patient.